Event description:
Rv lead noise seen on recordings transmitted to the hmsc. Lead to be evaluated further and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. 27-jan-2026 system was replaced with an ev ICD system. Status of this oos lead is unknown. No adverse patient events were reported. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.